Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019 the patient visited the hospital due to inappropriate shock. Device interrogation on this date showed fluctuating ICD lead impedance (between 400 and 2000 ohms). An intervention was performed on (B)(6) 2019 to explant the subject defibrillator and the ICD lead. ICD lead impedance before the intervention was measured as 3000 ohms. During the intervention, measurements with a psa showed an impedance of 600 ohms and rv coil impedance of around 300 ohms. The ICD lead was found to be fractured during the explantation procedure, but the place of the fracture could not be identified under angiogram.

Manufacturer narrative:
Please refer to the analysis report. - [20190620 - file-2019-01128 - analysis_and_closure_report_resp-2019-00835.pdf].

Event description:
Reportedly, on (B)(6) 2019 the patient visited the hospital due to inappropriate shock. Device interrogation on this date showed fluctuating ICD lead impedance (between 400 and 2000 ohms). An intervention was performed on (B)(6) 2019 to explant the subject defibrillator and the ICD lead. ICD lead impedance before the intervention was measured as 3000 ohms. During the intervention, measurements with a psa showed an impedance of 600 ohms and rv coil impedance of around 300 ohms. The ICD lead was found to be fractured during the explantation procedure, but the place of the fracture could not be identified under angiogram.